Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement. It was reported through a research article / case report identifying that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2018, echocardiogram showed mr increased to 4. The implanted clip had migrated slightly due to movement of the mitral valve. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. One clip was implanted reducing mr to 1. Details are listed in the attached article, titled: early recurrent mitral regurgitation due to mitraclip migration. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and the reported failure to adhere or bond appears to be related to user technique/procedural circumstances. The reported worsening mitral regurgitation (mr) appears to be related to the failure to adhere or bond as (clip partially moved). It should be noted that worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.